Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient observed a glucose reading of 390 mg/dl on the dexcom receiver and, following a sliding scale protocol, administered a dose of insulin. Shortly afterward, she experienced symptoms consistent with hypoglycemia, including trembling, disorientation, and difficulty speaking. The patient declined emergency medical services. Later that evening, she performed a bg check, which showed a value of 40 mg/dl, while the dexcom receiver continued to display 390 mg/dl. There was no mention of additional treatment for the hypoglycemic episode beyond continued food intake. Subsequently, the dexcom receiver began issuing low alerts in the 70¿80 mg/dl range, although the patient reported feeling fine at those times. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.